Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, impella cp experienced low flows with peak flow of 1.8 lpm and sudden droppage within 1 hour of implant. The impella cp device was explanted. No patient harm or injury noted.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause of the issue was biomaterial. This report is being filed as part of a retrospective review of historical records.